Event description:
It was reported that the user experienced persistently elevated blood glucose around 255 mg/dl overnight while using the ilet, with review indicating recent missed meal announcements and subsequent hypoglycemia that triggered algorithmic corrective actions leading to temporary elevation to avoid further lows. Symptoms included hyperglycemia following prior low blood glucose episodes. Outcomes included return to target range after education and adherence to proper meal announcement. Investigation included review of device reports and user education regarding correct meal announcement behavior. Investigation of this case revealed that improper use due to missed meal announcements led to hypoglycemia followed by algorithm-driven elevation in glucose, with device performance consistent with design. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues related to missed meal announcements.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.